Event description:
It was reported that previous infrequent p-wave oversensing (pwos) was observed on the extravascular (ev) lead and reprogramming was completed. It was further reported the patient was then inappropriately shocked due to pwos. Additional reprogramming was completed and pwos was then noted to be completely mitigated. The lead remains in use. No further patient complications have been reported as a result of this event

Manufacturer narrative:
Continuation of d10: product ID dvea3e4 (serial: (B)(6) ); product type: 0235-ICD; implant date (B)(6) 2024 . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.